Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus china (osh). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from osh, there was possibility that this phenomenon was attributed to the effects of other than the subject device such as patient's condition and other devices. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc but was returned to olympus china (osh) for evaluation. Osh checked the subject device and found that the reported phenomenon was not duplicated. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, the abdominal pressure of the subject device was insufficient and could not reach the set pressure. The user facility replaced the subject device to a similar device to complete the unspecified procedure. There was no report of patient injury associated with this event.